Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of questionable inr results for a patient on a coaguchek xs professional meter with serial number (B)(4). On (B)(6) 2018 the meter result was >8.0 inr. On (B)(6) 2019 the meter result was >8.0 inr. Approximately 1 to 2 hours later the result in the laboratory was 5.0 inr and 4.8 inr with the dade innovin method. There was no allegation of an adverse event and was not treated. The patient's warfarin dose had been decreased to half the dosage. The patient has had no diet changes. The patient has had no bleeding or bruising beyond normal. The patient was not anemic, no heparin therapy, and no direct thrombin inhibitors. The customer did observe the qc checkmark. The patient's normal range is approximately 3.0 inr. The meter and strips were requested for investigation. Relevant retention test strips (lot 186866-11) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's strips were not returned for investigation. Only the returned meter was tested in comparison to a retention meter and master lot strips.

Manufacturer narrative:
The customer's returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.7 inr. Donor #2 inr: 4.2 inr. Donor #1 hct: 41%. Donor #2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 2.8 inr. Donor #1: customer meter and master lot strips: 2.7 inr. Donor #2: retention meter and master lot strips: 4.2 inr. Donor #2: customer meter and master lot strips: 4.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. The analysis of the meter memory confirmed the result of 8.0 inr on (B)(6) 2018. The meter was tested for result discrepancy. The investigation was unable to find a definitive root cause.